Event description:
During the procedure of taking an impression of the ear canal easyview otoblock has been used according to its intended purpose to prevent impression material from reaching the eardrum. The ear impression material attaches to the easyview otoblock and is removed when the impression material comes out. However, in this reported event the impression material has attached to the ear drum. The subject required a medical intervention under a local anesthetic at an ent practice to remove impression material from the ear. The event did not result in a permanent injury to the patient. The tympanic membrane has not been injured. The patient is coming in for a follow up appointment on (B)(6) 2022. The follow up occured on (B)(6) 2022 has confirmed that no permanent injury resulted from the reported event. The ear canal has been sore after the removal procedure. The patient took ibuprofen for a couple of days to manage the discomfort.

Manufacturer narrative:
Investigation of the cause of the incident 19.05.2022 he investigation has shown that the hcp conducting the procedure has been adequately qualified and followed the procedure for making an ear impression with easyview otoblock correctly. Although the size of the otoblock has been selected appropriately, a small gap between the device and the ear canal wall may have formed due to particular ear geometry of the patient. Following, it is suggested that the impression material has caused further migration of the device, enabling the material to pass the device and attach to the ear drum. Similar events are covered by the risk assessment of the device. The assigned severity and probability remain accurate. It is a first event of the kind that has been reported. Similar events will be further monitored for trends. Details of returned product analysis (where applicable) 19.05.2022 the device and the ear canal impression have been examined for any deviations. There were no abnormalities found in the device, however on the impression the site of the leakage could be identified. Factors contributing to the cause of the incident no remedial action/corrective action/preventive action/field safety corrective action has been initiated. Reported adverse event is known and documented for this device. The benefit-risk profile of the device remains acceptable.

Event description:
(B)(6) 2022. During the procedure of taking an impression of the ear canal easyview otoblock has been used according to its intended purpose to prevent impression material from reaching the eardrum. The ear impression material attaches to the easyview otoblock and is removed when the impression material comes out. However, in this reported event the impression material has attached to the ear drum. The subject required a medical intervention under a local anaesthetic at an ent practice to remove impression material from the ear. The event did not result in a permanent injury to the patient. The tympanic membrane has not been injured. The patient is coming in for a follow up appointment on (B)(6).2022. (B)(6).2022. The follow up has confirmed that no permanent injury resulted from the reported event. The ear canal has been sore after the removal procedure. The patient took ibuprofen for several days to manage the discomfort. (B)(6).2022. Currently the subject has fully recovered from the incident.